Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, operating currents, self test, off no power, error alarm test, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed the motor test. No motor error alarm, no failed battery alarm, no battery out limit alarm and no unexpected off no power alarm noted. The device was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and broken reservoir tube lip.

Event description:
Customer initially called in with battery problems. Customer was advised exchange battery with a new battery. Customer called back after getting correct battery to continue troubleshooting since issues persisted. As account information was being pulled up, customer reported the device alarmed motor error. Customer's blood glucose level was 313 mg/dl, treated with the device. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.